Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device me2343, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a laparotomy procedure on (B)(6) 2018 and suture was used. On (B)(6) 2019 the patient experienced a large amount of bleeding in the abdominal incision. The surgeon noted no swelling or induration and noted there is a cleft in the middle of the incision, about 4cm long (dural and fascial layers split) with dehiscence. A second procedure was performed with debridement and re-suturing the incision. It was reported suture was broken. The current condition of the patient is unknown. Additional information will be requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the suture found broken during the second procedure? Yes. What is physician¿s opinion as to the etiology of or contributing factors to this event. Suture breakage. What is the patient¿s current status? Stable. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure: unknown. The diagnosis and indication for the index surgical procedure? Unknown. What tissue type and location of the suture placement? Unknown. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown. How was the suture placed (interrupted or continuous)? Unknown. How was the suture tied (square knot or multiple knots one end)? Unknown. What was the appearance of the suture during the second procedure? Unknown. Please clarify if the dural or dermal layer split? Unknown. Was the suture found intact and separate from patient tissue? Unknown. Was there any precipitating stress factor for the sutures breakage or pulling out of the tissue? Unknown. Other relevant patient history/concomitant medications: unknown.